Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The speaker was replaced. The device was operational after repairs were completed, and the device was returned to the customer.